Manufacturer narrative:
(B)(4) as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient started treatment with intraperitoneal vancomycin (1 g, stat dose) and fortum (1 g, daily; duration and route not reported) for peritonitis. Action taken with dianeal therapy was not reported. At the time of this report, the patient is recovering. No additional information is available.